Manufacturer narrative:
D4 expiration date, left blank as the lot number is unknown. D4 primary UDI number, left blank as the lot number is unknown. H4 device MFR date, left blank as the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a tracheostomy cuff had moved when deflated and inflated in situ of the patient. A device replacement was performed. There was no patient harm reported.